Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the proximal common bile duct of a patient with a benign biliary stricture, on (B)(6) 2010 as part of the (B)(4). According to the complainant, the patient presented with biliary obstructive symptoms including right upper quadrant pain and dark urine. A cholangiogram revealed a proximal biliary stricture. The patient underwent a biliary stent placement for the biliary stricture that was secondary to liver transplant. The stricture had been previously treated with a sphincterotomy, balloon dilation, and a plastic stent. The plastic stent was removed prior to this procedure. The complainant reported that the patient experienced abdominal pain during the study stent placement procedure. No action was taken to treat the pain, and the event was reported to be resolved without residual effects. The investigator's assessment of the device causality was reported to be "possible". On (B)(6) 2010 the patient presented with baseline biliary obstructive symptoms of dark urine, and elevated liver function tests. The liver function test results were as follows: alkaline phosphatase = 1468 iu/l, bilirubin = 1.58 mg/dl, gamma gt = 1838 iu/l, sgot (ast) = 111 iu/l, and sgpt (alt) = 101 iu/l. No action was taken to treat the event, and the event outcome was reported to be "recovering/resolving". The investigator's assessment of the device was reported to be "possible".

Manufacturer narrative:
(B)(4) - elevated liver function tests. Foreign source: (B)(6); (B)(4). The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the proximal common bile duct of a patient with a benign biliary stricture, on (B)(6) 2010 as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient presented with biliary obstructive symptoms including right upper quadrant pain and dark urine. A cholangiogram revealed a proximal biliary stricture. The patient underwent a biliary stent placement for the biliary stricture that was secondary to liver transplant. The stricture had been previously treated with a sphincterotomy, balloon dilation, and a plastic stent. The plastic stent was removed prior to this procedure. The complainant reported that the patient experienced abdominal pain during the study stent placement procedure. No action was taken to treat the pain, and the event was reported to be resolved without residual effects. The investigator's assessment of the device causality was reported to be "possible". On (B)(6) 2010, the patient presented with baseline biliary obstructive symptoms of dark urine, and elevated liver function tests. The liver function test results were as follows: alkaline phosphatase = 1468 iu/l, bilirubin = 1.58 mg/dl, gamma gt = 1838 iu/l, sgot (ast) = 111 iu/l, and sgpt (alt) = 101 iu/l. No action was taken to treat the event, and the event outcome was reported to be "recovering/resolving". The investigator's assessment of the device was reported to be "possible". On (B)(6) 2010, additional information was received by boston scientific. On (B)(6) 2010, an ercp was performed to assess the reason for the elevated liver function tests. Also on (B)(6) 2010, 38 days post study placement, the study stent was removed due to migration. Forceps were used to grasp the distal end of the stent, and remove it through the scope. There were no clinically significant complications or technical complications during study stent removal. No biliary obstructive symptoms were reported on (B)(6) 2010. The investigator's reported device causality assessment was reported as "probable". However the relationship to the study stent placement procedure was reported as "unrelated". The patient's condition was reported as "recovering/resolving". On (B)(6) 2010, additional information has been reported to boston scientific: the study site reported that the event of stent migration has been "resolved without residual effects" and the event of increased liver function tests is "not recovered/not resolved". As a result of the unresolved elevated liver function tests, an unknown plastic stent was placed on (B)(6) 2010, in order to seal the anastomotic stricture leak.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review identified that this device was not used per the directions for use (dfu) / product label. However, the device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Fever, pain, recurrent obstructive jaundice and stent migration are listed in the dfu for this product as potential complications associated with the use of this device. Based on the evaluation conducted and the details of the complaint, the most probable root cause is anticipated procedural complication

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the proximal common bile duct of a patient with a benign biliary stricture, on (B)(6), 2010 as part of the (B)(4) wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient presented with biliary obstructive symptoms including right upper quadrant pain and dark urine. A cholangiogram revealed a proximal biliary stricture. The patient underwent a biliary stent placement for the biliary stricture that was secondary to liver transplant. The stricture had been previously treated with a sphincterotomy, balloon dilation, and a plastic stent. The plastic stent was removed prior to this procedure. The complainant reported that the patient experienced abdominal pain during the study stent placement procedure. No action was taken to treat the pain, and the event was reported to be resolved without residual effects. The investigator's assessment of the device causality was reported to be "possible". On (B)(6), 2010 the patient presented with baseline biliary obstructive symptoms of dark urine, and elevated liver function tests. The liver function test results were as follows: alkaline phosphatase = 1468 iu/l, bilirubin = 1.58 mg/dl, gamma gt = 1838 iu/l, sgot (ast) = 111 iu/l, and sgpt (alt) = 101 iu/l. No action was taken to treat the event, and the event outcome was reported to be "recovering/resolving". The investigator's assessment of the device was reported to be "possible". On (B)(6), 2010 additional information was received by boston scientific. On (B)(6), 2010 an ercp was performed to assess the reason for the elevated liver function tests. Also on (B)(6), 2010, 38 days post study placement, the study stent was removed due to migration. Forceps were used to grasp the distal end of the stent, and remove it through the scope. There were no clinically significant complications or technical complications during study stent removal. No biliary obstructive symptoms were reported on (B)(6), 2010. The investigator's reported device causality assessment was reported as "probable". However the relationship to the study stent placement procedure was reported as "unrelated". The patient's condition was reported as "recovering/resolving".

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the proximal common bile duct of a patient with a benign biliary stricture, on (B)(6) 2010, as part of the (B)(4) study clinical trial. According to the complainant, the patient presented with biliary obstructive symptoms including right upper quadrant pain and dark urine. A cholangiogram revealed a proximal biliary stricture. The patient underwent a biliary stent placement for the biliary stricture that was secondary to liver transplant. The stricture had been previously treated with a sphincterotomy, balloon dilation, and a plastic stent. The plastic stent was removed prior to this procedure. The complainant reported that the patient experienced abdominal pain during the study stent placement procedure. No action was taken to treat the pain, and the event was reported to be resolved without residual effects. The investigator's assessment of the device causality was reported to be "possible". On (B)(6) 2010, the patient presented with baseline biliary obstructive symptoms of dark urine, and elevated liver function tests. The liver function test results were as follows: alkaline phosphatase = 1468 iu/l, bilirubin = 1.58 mg/dl, gamma gt = 1838 iu/l, sgot (ast) = 111 iu/l, and sgpt (alt) = 101 iu/l. No action was taken to treat the event, and the event outcome was reported to be "recovering/resolving". The investigator's assessment of the device was reported to be "possible". On (B)(4) 2010, additional information was received by boston scientific. On (B)(6) 2010 an ercp was performed to assess the reason for the elevated liver function tests. Also on (B)(6) 2010, 38 days post-study placement, the study stent was removed due to migration. Forceps were used to grasp the distal end of the stent, and remove it through the scope. There were no clinically significant complications or technical complications during study stent removal. No biliary obstructive symptoms were reported on (B)(6) 2010. The investigator's reported device causality assessment was reported as "probable". However, the relationship to the study stent placement procedure was reported as "unrelated". The patient's condition was reported as "recovering/resolving". On (B)(4) 2010, additional information has been reported to boston scientific: the study site reported that the event of stent migration has been "resolved without residual effects" and the event of increased liver function tests is "not recovered/not resolved". As a result of the unresolved elevated liver function tests, an unknown plastic stent was placed on (B)(6) 2010, in order to seal the anastomotic stricture leak. The following information was reported to boston scientific on (B)(4) 2010. An ercp on (B)(6) 2010, 38 days post study stent placement procedure, revealed that the stent had migrated into the common hepatic duct and was not visible in the duodenum. There was a small narrowing of the right and left hepatic ducts. No biliary obstructive symptoms were reported. Liver function test results were as follows: alkaline phosphatase = 1765 iu/l, bilirubin = 1.57 mg/dl, gamma gt = 2090 iu/l, sgot (ast) = 64 iu/l, and sgpt (alt) = 66 iu/l. The relationship between the event and the study stent placement was reported to be "unrelated", per the investigator. Also on (B)(6) 2010, the study stent was removed using forceps to grasp the distal end of the stent and removing it with the scope. A sphincterotomy was performed. There were no clinically significant complications or technical complications during study stent removal. The common hepatic duct was dilated with a balloon. Right and left hepatic ducts allowed balloon to pass. There was total resolution of the chd stricture. The relationship between the event and the study stent placement was reported to be "unrelated", per the investigator. On (B)(6) 2010, (B)(6) days post-study stent placement and (B)(6) days post-study stent removal due to migration, the subject presented with fever/chills, jaundice, and dark urine. A cholangiogram revealed a recurrent anastomatic stricture. Relationship to study stent placement per investigator: unrelated also on (B)(6) 2010, a plastic stent was placed in the recurrent anastomotic stricture. The relationship between the event and the study stent placement was reported to be "unrelated", per the investigator.